Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent proxi thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During the use of a angiojet solent proxi thrombectomy catheter, a check saline supply error occurred while actively aspirating the lesion. The catheter was removed from the patient and the procedure was completed with a zelante no patient complications were reported and the patient was stable.